Event description:
Caller reported a malfunction on the pump, with no notable events occurring before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and there was no recurrence of the malfunction code after resetting. Customer was advised to continue using the pump and to contact support if the issue reoccurred, which they acknowledged and understood.